Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having return of symptoms. Patient fell on (B)(6) 2017. Patient had to change their underwear because they had not to use pads due to return of leaking. Patient was also going to the bathroom more like before they had the implant. Patient was able to use the programmer and verify stim was currently on. Patient was on program 2 at 2.3. Patient was not feeling stimulation. Patient increased stim to 3.0 which was comfortable sitting standing and walking. Patient would leave on current setting and continue to track their symptoms. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.